Event description:
It was reported the patient went to the hospital on (B)(6) 2015 for a refill. The hcp did the refill but tried four times to find the port. They had to do an x-ray and postponed the refill for a couple weeks. The pump was implanted "upside down." The patient went home crying. The pump was delivering morphine. Intervention and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: neu_refillneedle, serial# unknown, product type: accessory. (B)(4).